Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a cassette error saying not attached properly. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 06-jan-2022 for failed battery fallout test. These repairs should not have adversely impacted the dso sensor function. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found the reported "cassette not attached properly" problem was duplicated. When a cassette was attached the pump started alarm cassette not attached properly. In mu mode down stream occlusion (dso) sensor stuck in 2 mv with no pressure. The dso sensor will be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).